Manufacturer narrative:
Additional information: the actual sample was received for evaluation. Visual inspection identified a black spot embedded at the welded cassette. The size of the particulate matter was determined to be within acceptable product specification. An underwater pressure test was performed with no issues noted. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black spot "on the blue organizer" of a homechoice cassette. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.